Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: there was on unexplained pump reboot observed in the black box. There was nothing physically wrong with the returned battery cap or battery compartment. The battery cap secured properly and held power to the pump. The pump booted to the verify screen and had auditory and vibration features. The pump was exercised for 24 hours with no power loss observed. There was no internal moisture damage observed when the pump was opened. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump lost power during use and would not turn back on. Per reporter, there were no audible tones or vibration and the display screen was blank. The reporter confirmed there was no damage to the pump casing and no moisture or corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.